Event description:
Download data from a (B)(6) male patient revealed that the patient was receiving a wrench code 29 (charge profile fault). Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 29) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to corrupted av flash memory programming and a broken white wire in the monitor. The root cause for the broken wire could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. The monitor showed signs of physical abuse. The root cause for the flash memory corruption could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.